Manufacturer narrative:
Synergy xd mr ous 3.00 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage with the crimped stent stretched . The crimped stent outer diameter was measured this is within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03nov2021. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. Following predilatation, a 3.00 x 28mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient's status was good. However, returned device analysis revealed that stent was damaged.